Manufacturer narrative:
The device was partially returned for analysis. The handle, plunger, link, posterior needle tip and cuffs were not returned. The entrapment of device cannot be replicated in a lab environment. The difficult to open or close not be confirmed due to the condition of the device; however, the foot was returned dislocated. The lot history record (lhr) for this product could not be reviewed because the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The root cause of the reported difficulties and the subsequent treatments are related to circumstances of the procedure. In this case, based on the information reviewed, it is likely the anterior foot interacted with the tissue during closing causing the foot to surf distally out of the track locking the foot in the open position capturing tissue and entrapping the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with a proglide device using the pre-close technique via a 7f sheath hole prior to a patent foramen transcatheter repair interventional procedure. Reportedly, there was no resistance inserting the device and the foot deployed with no problem; however, the device became stuck [on removal]. In an attempt to remove the device, the physician dismantled it; however, this was not successful. The patient was transferred to surgery and the device was surgically removed. During surgery it was noted that the anterior foot plate was within the anterior wall [failed to close]. The access site was surgically closed. A delay occurred as a result of the surgical intervention and the procedure was aborted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.